Manufacturer narrative:
The insulin pump powered up properly after battery installation and received with the operating currents within specifications. No off no power alarms noted. However, power loss alarms, low battery alarms and error 25 were confirmed in the long trace; the power loss alarms after the error 25. Detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump turned off during normal use without alarming low battery alarm prior twice. Customer's blood glucose was 312 mg/dl. Customer will not be returning the device for analysis.